Manufacturer narrative:
(B)(6). The device was manufactured between 30 oct 2017 and 31 oct 2017. The device was received for evaluation containing approximately 114 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor under infused. After 40 hours of a patient infusion (with 4600mg fluorouracil hs diluted in an unspecified volume of 0.9% sodium chloride) there was approximately 100 mls remaining in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.